Manufacturer narrative:
The field service engineer (fse) replace the ultrasonic mixer (usm). After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The investigation determined that the event was caused by a component issue. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable alkaline phosphatase and ggt results from five patient samples tested on the cobas 8000 cobas c 701 module. The initial results were not reported outside of the laboratory. On (B)(6) 2022: sample 1 had an initial alp result of 210. The repeat result was 56. Sample 2 had an initial alp result of 116. The repeat result was 37. The repeat result was considered a good result. On (B)(6) 2022: sample 3 had an initial ggt result of 445. The repeat result was 53. The repeat result was considered a good result. The field service engineer (fse) changed the tubings in two of the rinse stations. He also noted that the sodium hydroxide (naoh) tubing was crystallized. He noted that there was an invalidating data flag on an unspecified result but there was no rule for an automatic rerun. The issue was not resolved. On (B)(6) 2022: sample 4 had an initial alp result of 286. The repeat result was 187. On (B)(6) 2022, the fse changed the gear pump head and the horizontal and vertical adjustments of the sample needles. He also cleaned the vacuum bottles and syringe blocks. The issue was not resolved. On (B)(6) 2022: sample 5 had an initial alp result of 399. The repeat result was 126. The units of measurement were requested but not provided. The reagent lot numbers and the expiration dates were requested but not provided.

Manufacturer narrative:
The fse inspected the module and found there was a lot of dirt under the ultrasonic mixer (usm). He then cleaned this part.